Event description:
Using free style libre 2 sensor. Was told this morning that my previous sensor needed to be replaced early. Replaced the previous sensor with new sensor from box. Scanned new sensor and had to wait the one hour to allow sensor to activate. Scanned the new sensor, was told the new sensor needed to be replaced. This is a recurrent problem. I have had to call abbott monthly and sometimes three times in a day about defective sensors over the past 12 months. I am uncertain if the device is accurate and safe with this failure rate. FDA safety report ID # (B)(4).